Event description:
Additional information received later indicated that the patient was not getting any intrathecal pain medication; they found the entire 40ml of the drug in the pump. Patient had experienced increased pain. The catheter was found obstructed during the dye study on (B)(6) 2012. A surgical repositioning of the catheter was done on (B)(6) 2012. It was stated that the catheter was blocked "during a previous surgery by another specialist" and during this surgery the surgeon was able to unobstruct the catheter; he clipped suture that was blocking catheter from a previous surgery ; "everything was working now". Patient outcome was noted as resolved without sequelae.

Event description:
It was reported that there was a discrepancy in residual volume in an implantable drug pump at the time of a drug refill. It was reported that the residual volume (40ml) was greater than the expected residual volume (4ml). No symptoms or device alarms were reported. The next day a catheter dye study was attempted. The health care professional (hcp) was unable to aspirate any fluid through the catheter via the catheter access port. It was reported that a catheter revision procedure was to be scheduled. It was noted that the patient had increased oral pain medications for the 3 weeks prior to the drug refill. This was following an abdominal surgery to which the patient had attributed additional pain. The device system was used to deliver dilaudid. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer. Product ID 8731sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter.